Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n s/n (B)(4) were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. The device was not available for return and no further investigation can be performed at this time. Not available for return.

Event description:
The biological valve implanted in 2014 deteriorated due to major calcification as reported by the site. The valve was replaced with a mechanical valve in 2016.

Event description:
The manufacturer was notified on 27 nov 2016 from (B)(6) study that the mitroflow valve implanted in (B)(6) 2014 required intervention to explant the valve due to reported valvular dysfunction. On (B)(6) 2016, echo showed mean aortic gradient of 11mmhg. Echo report on (B)(6) 216, showed mean aortic gradient of 44 mmhg and peak aortic gradient of 68 mmhg.

Event description:
The manufacturer was notified on 27 nov 2016 from sure avr registry that a mitroflow dla valve implanted in (B)(6) 2014 required intervention to explant the valve due to reported valvular dysfunction on (b)(46 2016. Based on the information recorded in the registry: on (B)(6) 2015 (1 year follow-up), echo showed mean aortic gradient of 11mmhg. Echo report performed on (B)(6) 2016 (2 year follow-up), showed mean aortic gradient of 44 mmhg and peak aortic gradient of 68 mmhg. Patient had previous history of diabetes.